Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they did troubleshooting and replaced the flow valve and exhalation valve. The volumes rose a bit but it was still low. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator unit had low volumes from respiratory and upon inspection there was fluid in the flow valve and went all back into the gde (gas delivery engine) and exhalation valve. The reporter confirmed that there is no patient involvement associated on this event.